Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button button was under-responsive and the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: a visual inspection of the pump revealed that the audio bolus button cover was detached and missing from the pump. The audio bolus button response issue was not able to be tested due to the detached/missing button cover. The up, down, ok and contrast keypad buttons responded appropriately. Unrelated to the complaint, investigation revealed a cracked battery compartment. Also unrelated to the complaint, the display was found to be dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.